Manufacturer narrative:
Unit passed selftest and displacement test. Hardware low level failure alarm confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump errors alarm. Customer was able to clear the alarm. Customer was able to complete rewound the insulin pump. Self test pass. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.